Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine pacemaker changeout procedure. During the procedure, the physician attempted to implant a novel pacemaker. It was found that this pacemaker had no low voltage output. This pacemaker was not installed. The patient was stable.